Event description:
While wearing the external equipment, the pt's parent observed that the pt did not respond to sound. In september 2005, the pt was seen by a company representative for device evalaution. Testing performed confirmed that the device was no longer functioning. Surgery to explant the pt's device was scheduled.

Manufacturer narrative:
The patient's device was explanted. The patient was reimplaned with another advanced bionics cochlear implant.